Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a multifire scorpion needle was used for a rotator cuff repair procedure. The tip of the scorpion needle broke off while passing suture. An intra-operative x-ray was performed and confirmed that a piece of the needle was embedded under the repair in the soft tissue. It was not retrieved from the patient. Follow-up investigation: surgeon informed sales rep that he had passed the scorpion needle about 20 times before the needle broke. The patient had a massive rotator tear and the surgeon had to do numerous marginal convergence stitches. The tip of the scorpion needle was embedded in the rotator cuff and could be seen on x-ray. The surgeon did not make any extra incisions to try and retrieve the needle tip. The surgeon opened another needle and used the same scorpion device to complete the procedure. The remaining portion of the broken needle was discarded by the facility.